Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. Pump had intermittent button response due to corroded keypad traces. No frozen display noted. Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump when they attempted to bolus. It was also found the insulin pump was frozen, but the time was advancing on the screen. Customer also reported a weak battery and battery out limit alarm. The customer reported a low blood glucose that was treated with food. Customer's blood glucose was unknown at the time of incident. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.